Manufacturer narrative:
The customer reported that a disabled patient was transferred using an arjo ceiling lift and a non-arjo sling. During the transfer, the patient slipped out of the sling. No injury was reported. After the event, the customer did not provide which device was used during the event. Therefore, device evaluation was impossible to perform. The maxi sky 440 instruction for use (001.16000.33) contains step-by-step instructions for performing the transfer. The customer refused to provide additional information regarding the event circumstances, due to limited information provided in the complaint, we are unable to identify the root cause of the reported problem. To sum up, the arjo ceiling lift was used during the patient transfer. The patient slip out of the device and in this regard, the lift did not meet its performance specification. The complaint was decided to be reportable due to fact that the patient slipped out of sling.

Event description:
The customer reported that a patient was transferred using an ajo ceiling lift and a non-arjo sling. During the transfer, the patient slipped out of the sling. No injury was reported.